Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer will use another model insulin pump for insulin delivery. The insulin pump will not be returned for analysis.